Manufacturer narrative:
(B)(4). An investigation is in process. A follow-up report will be submitted when the investigation is complete.

Manufacturer narrative:
On the follow-up (#1) medwatch 3500a report, was unintentionally left blank. The date entered should have been (B)(6) 2011.

Manufacturer narrative:
An abbott field service representative replaced the un-interrupted power supply (ups) unit. Subsequent instrument operations and test results were acceptable. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The architect system operations manual (pn 201837-108, january, 2010) provides information to address the customer's current issue. Based on the current available information and evaluation, the power surges experienced at the customer site could not be ruled out as a probable cause for the ups smoking. The evaluation did not identify a product deficiency. Review of complaint tracking and trending; field service intervention.

Event description:
The customer states that power surges have been occurring at their facility and that the uninterrupted power supply (ups) connected to the architect c4000 analyzer made a "pop" with visible smoke. The analyzer was powered down and the circuit breaker turned off. There were no injuries or damage to the surrounding environment. A service call was initiated.